Manufacturer narrative:
The lead was surgically abandoned and replaced.

Event description:
Boston scientific crm received information that during a recent device upgrade procedure, it was noted that this left ventricular lead was fractured. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.